Manufacturer narrative:
Health effect - clinical code: 4846 - bacteremia. Manufacturer's investigation conclusion: a specific cause for the patient¿s bacteremia could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events and patient outcome could not be conclusively established. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists localized infection, stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. Section 6 also provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2023 due to intracranial hemorrhage and bacteremia. The patient was off anticoagulation at the time of expiration. It was reported that the device operated as expected.